Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date for diabetic ketoacidosis. Customer stated they took his insulin pump out before going to hospital. Customer stated insulin pump was running fine but the auto mode was not running properly. Customer stated they were unable to enter auto basal. It was unknown whether auto mode feature was active at the time of event or not. The insulin pump will not be returned for analysis.